Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician that the bur was broken inside the attachment. It was also reported that there was no patient involvement, no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined.